Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with the physician noting the patient is sensitive to insulin and the call transferred to a partner clinical line for assistance. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included internal case review and triage for clinical follow-up. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.